Event description:
It was reported that the pump was intermittently not working properly. Subsequently, customer went to the emergency room on (B)(6) 2026 and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level of 592 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 5 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.